Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device was overheating. An assessment was performed and it was observed that the device overheated to 120 degrees 20 seconds into the test (operational specification states that the device shall not exceed 118 degrees). It was further observed that the drive shaft was broken. The assignable root cause was determined to be component damage due to normal use and servicing over time. The failure was caused by worn out motor component. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device had a loose connection, was making an unusual noise, and overheated 120 degrees in 20 seconds. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.